Event description:
Before the implant procedure, the screw was tested and was working successfully. During the implant, the screw remained blocked in the extended position; it would not retract. The lead was not used.

Manufacturer narrative:
(B) (4) conclusion: the analysis concludes that the lead conforms to all electrical specifications and to the mechanical specifications, when a new easyturn stylet is utilized. As indicated in the report of the physician, the fixation function was verified prior to the implant attempt. The issue associated to fixation mechanism dysfunction was determined to be attributed to the damages sustained to the tip of the returned easyturn stylet.